Event description:
It is unknown if the intraocular lens (iol) was removed on a secondary surgery as originally reported. With current information, the original lens is still implanted so a serious injury did not occur.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
New information received stating this record is a duplicate of mfg report #1119421-2019-00430. This record will be closed canceled. There will be no further reports sent for this record. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient is experiencing eye irritation and dirty vision. The surgeon stated that the lens that was implanted has glistenings. The surgeon has removed the lens on a secondary surgery. Additional information has been requested.